Event description:
It has been reported to co that during insertion of this device it was noted that the valve was missing. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.